Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address abnormal radiographic evaluation, mcl tear and instability. Update 04/18/2017--medical records received. After review of the medical records, office note indicated left knee causing pain, brought on by twisting of the knee. Patient states he has taken a couple of falls onto the knee, one time in a hyperflexed position. Physical exam of knee demonstrates, a moderate effusion, laxity and instability. Radiographs indicate small reabsorption of bone beneath tibia, and significant mount of reabsorption beneath anterior aspect of femur, concerning for some loosening of the femoral component. Physician's impression noted tear of the mcl and possible femoral component loosening. Currently no revision operative records or date scheduled. There is no new information that affects the existing MDR decision. Complaint updated on 5/10/2017. Update may 5, 2017: additional information received. It was indicated that the patient was revised due to aseptic loosening. Updated on 5/11/17. Update 6-21-2017: medical records have been reviewed. Office notes (B)(6) 2017 include: the patient indicates pain over the medial joint line of the left knee. He has taken a few falls on this knee and it has become progressively worse over the past year. Radiology report for left knee indicates some reabsorption in zone 1 and 4 of the tibia. The femoral component also has a significant amount of reabsorption over the anterior of the femur concerning for loosening. Mcl tear is also noted. Op notes (B)(6) 2017 include the patient has had persistent discomfort in the left knee. He has also has fallen a few times, one of which he fell in a hyperflexed position, since then he has had worsening pain, swelling and instability. Radiograph reveal probably loosening with delamination of the cement form the cement to bone interface. All work ups for infection have been negative. Intra-operatively the surgeon confirmed both gross aseptic loosening of the femoral component and resorptive changes about the tibial component. Both were revised, it should be noted that during the removal process the tibial component was well fixed and quite difficult to remove. The femoral component also presented with a fair amount of fibrous tissue on it and some mild distal and posterior osteolysis. It should be noted; the surgeon indicates there was a small fragment if the tibia posteromedially that had fractured off when the tibia tray was removed. This was held in place, reduced underneath the tibia while the cement polymerized to hold this in a reduced position. Office notes (B)(6) 2017 include: arthroplasty revision progressing and doing well. Updated 7-17-2017.

Manufacturer narrative:
The device associated with this report was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.